Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/16/2022, it was reported by a facility representative via medwatch mailed letter that an arthrex 3.0mm x 38mm cannulated screw tip broke off into patient's right first metatarsals bone during surgery. This was discovered during a procedure on (B)(6) 2022. No further information has been given.